Event description:
It was reported that the bone cement hardened quickly and could not be pushed out of the cement delivery gun. The batch was thrown away and different bone cement was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: review of storage samples was performed. No indications for a possible product failure were detected. Based on the knowledge and information provided, product deficiency cannot be established. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.